Event description:
It was reported the clinician stated this particular pt presented a somewhat unique combination of occlusive and aneurysmal disease. During ballooning of the contralateral leg, the vessel partially ruptured (the pt had recently had coronary angioplasty and stenting). The vessel was repaired interventionally using an iliac extender. The pt required transfusion of blood products in excess of 1 unit during the procedure. There was no allegation of product deficiency made by the clinician.